Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 medical device problem code. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure not sure date of index surgical procedure? Not sure on what tissue was the suture used? Subcuticular what was the tissue condition (normal, thin, calcified, fragile, diseased)? Not sure was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes was at least one reverse stitch performed prior to closure? Yes what tissue dehisced? Yes please describe the appearance of the suture during the second procedure. Not sure did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Not sure did the suture barbs not engage in the tissue? Not sure did the suture pull out of the tissue? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Not sure onset date/time of dehiscence? (# post op days) not sure please describe any surgical intervention required for the wound dehiscence including date and findings. Not sure. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not sure what symptoms did the patient experience following the index surgical procedure? Onset date? Not sure other relevant patient history/concomitant medications? Not sure what is the physician¿s opinion as to the etiology of or contributing factors to this event? He said the patient dehisced and the monocryl stratafix was not engaged in tissue what is the patient's current status? Not sure lot number? Not sure.

Event description:
It was reported that a patient underwent a total knee replacement on an unknown date and barbed suture was used. The patient's skin incision popped open and they had to do a wash out and revise the skin closure. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Please describe the appearance of the suture during the second procedure. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Did the suture barbs not engage in the tissue? Did the suture pull out of the tissue? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number.

Manufacturer narrative:
Product complaint #:(B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that the device is not an ethicon product. Therefore, this medwatch report is being voided.